Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead segments was returned and analyzed and the outer insulation was breach cut. The lead distal conductor was obstructed with blood and the distal electrode was covered in blood. The lead had apparent damage at implant. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the marker did not move and the helix would not advance. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.